Manufacturer narrative:
The reported product is not expected to be returned as the customer discarded the product. A follow-up report will be filed if product is returned or additional information is obtained. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message from the adc freestyle libre sensor. Customer further reported symptoms of difficult breathing, thirst, feeling warm, a loss of consciousness and subsequently collapsed. Customer had contact with a healthcare provider who diagnosed him with hyperglycemia and was administered unspecified treatment. No further information was provided as the customer could not recall any details of his treatment. There was no report of death or permanent injury associated with this event.